Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. In september of 2020, the estimated battery longevity was at 10.5 years. Recently, the battery longevity is at 7 years. Data was provided for review and boston scientific technical services indicated that the device is exhibiting moderate acceleration in the rate of battery depletion. It was confirmed that the power consumption of this device has been increasing during the past year and is expected to continue to increase. Boston scientific technical services recommended device replacement due to this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.